Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during transport of a (B)(6) male patient, the device displayed an unknown "ECG fault" message and inappropriately shut off . Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.